Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that high capture threshold was observed. Micro-perforation was suspected. The lead was removed when an attempt to reposition was unsuccessful.